Manufacturer narrative:
Evaluation results: other = device history review found the product met specifications when released for distribution. Conclusion: the device remains in service, and will therefore not be returned for analysis. The reported information indicates that the source for the paravalvular leak was attributed to suturing technique, as additional sutures corrected the leak. There is no evidence to suggest a component, design, or manufacturing anomaly contributed to the reported event.

Event description:
Medtronic received information that this bioprosthetic valve was discovered to have a paravalvular leak during the intraoperative echocardiogram. The surgeon opted not to pursue it at that time. The patient needed to be re-opened two days post operatively, where the paravalvular leak was then fixed with additional sutures. The information indicates that the patient is doing well.